Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced the brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
It was originally reported 2 devices experienced the reported issue; however, upon completion of the final investigation it was determined the device was not experiencing this issue. Count has been updated to reflect the final results.

Event description:
This report summarizes 1 malfunction event, where it was reported the devices experienced the brakes cannot be engaged. There was no patient involvement.